Manufacturer narrative:
Any device malfunction during treatment can potentially lead to a user electing to perform a repeat endometrial ablation, which can pose a serious risk to health. Labeling for the cerene cryotherapy device states that the "treatment status and next steps" for error code 379 is "uterus partially treated, end procedure, do not re-treat." No injury or adverse events were reported.

Event description:
Device functioned normally as the physician followed the prompts on the screen and device was inserted into the patient. The pre-treatment sequence advanced normally and treatment intiated. Almost immediately, the lcd screen displayed error code 379. Device was removed from the patient and set aside for further investigation. The procedure was ended and the patient did not receive treatment. Based on evaluation of the returned device, the root cause for the malfunction was tearing in the silicone pressure sleeve during manufacturing. Process updates have since been implemented to help prevent this failure mode.